Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The company representative reported that the insulin pump's internal power source is unable to charge. The blood glucose reading was 267 mg/dl. Troubleshooting was conducted, but the alarm reoccurred. There were no significant events prior to the alarm. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the displacement and self tests. The pump was returned for power error alarms. The detailed trace analysis confirmed the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detail trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.